Manufacturer narrative:
(B)(4). Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has been compromised. Damage to the outer carton was observed; however, as this damage was not previously reported, no further investigation was performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the provided photos/returned products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery, the stem was found to have breached the inner packaging. Another stem was used. There was no patient involvement. Attempts have been made, and no further information has been provided.